Event description:
Account reported a clinical isolate that yielded a raoulltella ornithinolytica idendification on a microscan rapid neg bp combo panel type 3. Account suspected isolate was a klebsiella oxytoca. Isolate was provided to dade behring for evaluation. There was no report of adverse health consequences to the pt as a result of the identification that was obtained.